Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with unspecified antibiotics (doses, frequencies and route not reported) for peritonitis. The patient was discharged from the hospital the next day. The antibiotic therapy was continued for two weeks at home. Despite antibiotic therapy, the turbid fluid remained unchanged and eight days after onset, the pd therapy was discontinued. On an unreported date, the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. No additional information was available at this time.